Event description:
Customer sent device in for repair with report of device failed calibration three times. Service at the manufacturing facility found occluders stuck with residue consistent with a fluid ingress condition. Customer was contacted and indicated no history of device being involved in any patient events related to stuck occluder.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Service level investigation determined stuck occluder fingers with residue, corroded iui connector pins, cracked door upper hinge. The pressure transducer, mechanism subassembly, both iui pins and door were replaced. The device was returned to the facility after passing all required service level testing.